Manufacturer narrative:
Sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter was inoperable when set at the cutting speed of 5000 cpm. Starting at a lower speed of 2000-3000 cpm they checked the operation of the cutter and then increased the speed to 5000 cpm, where the cutter would not work properly. There was no impact to the patient.